Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead had low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.